Event description:
Patient reported the up button on the infusion device appeared to be jammed. He noticed this when the number kept increasing, and he removed the battery and restarted the infusion device. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Due to the destroyed soft components, the up button fell out of the pump.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.